Event description:
It was reported that the device was difficult to remove and was damaged. This 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. The superficial femoral artery lesion was being treated with this jetstream catheter; however, the device was difficult to retract/remove and was noted to be damaged/defective. The device was removed, and the procedure was completed with a balloon and stent. There were no patient complications.